Event description:
It was reported that cartridge alarm 30 occurred with pump and that similar cartridge alarms had been reported previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump.